Event description:
The user received questionable results for creatinine, calcium, phosphorus and glucose on the integra 800 analyzer. The user provided results for 9 patient samples. One patient sample gave discrepant results for creatinine. The initial creatinine result was 2.5 mg/dl. The repeat result was 0.5 mg/dl. The user said no discrepant results were reported outside the laboratory. No patients were adversely affected by the event. The creatinine reagent lot number was 62705901. The field service representative found a problem with the sample probes. He replaced both sample probes. The user ran performance testing which were within customer's specification. The user said the instrument is currently running without error and is no longer producing discrepant results.